Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. Section a-d- the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after marker placement, the marker migrated 6 cm from the intended biopsy site. There was no reported patient injury.